Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was intubated on (B)(6) 2024, a new bronchial double-lumen intubation was inspected, and the airbag was found to be leaking before use and could not be used normally. There was no patient involvement as the product was inspected before patient use. However, patient information was provided. There was no patient harm/adverse effect.

Manufacturer narrative:
D9: date returned to mfg.: 6/17/2024. H3 and h6. Evaluation codes: updated. One returned sample was received in used condition, in a plastic bag. Through device analysis the complaint was verified. A leak test was performed in which bubbles were observed from the cuff. A root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.